Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The false upstream occlusion was verified. The cause was determined to be that the ultrasonic sensor fluid numbers were below specification. Therefore the upstream sensor was replaced to correct his condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream and downstream occlusion alarms during testing. There was no patient involvement associated with this event. No additional information is available.